Manufacturer narrative:
The device associated with this reported event were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. One x-ray image was provided. No additional information was obtained. The image appears to be a photograph of a computer screen and has very poor image quality. The reported complaint of patella-femoral pain cannot be confirmed with the x-ray image and information provided. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Surgeons reason for revision:, " patella-femoral joint pain is the cause for the patella resurfacing, the poly insert is about 8 years old and with minimal suspected wear we will replace the poly."

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.